Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an issue with their infusion sets. Blood glucose value was 475 mg/dl at the time of the incident. The customer believed the infusion sets were not delivering insulin. Troubleshooting was performed and the device will be replaced. Nothing will be returned.